Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an interlink injection site would not flow. It was further reported that the rubber part of the port had shifted and moved out of place. This was identified during set up/preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The evaluation of the device was completed. Visual inspection on the returned sample revealed an inverted septum on the injection site. The presence of the site was confirmed by access of the septum with a cannula. The swage height and septum diameter were measured and the measurements were within product specification limits. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.